Event description:
It was reported that the patient had pain at the ipg site and experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18043251.